Event description:
It was reported that the system 9600 could not power up and was not operational. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was found that the main power circuit breaker had tripped. The breaker was reset. The system was operated and the breaker stayed intact. The sys was tested and found to be working as intended and placed back into service.